Event description:
During a robotically-assisted laparoscopic hysterectomy, the vessel sealer stopped working during the procedure and would not seal. Instrument removed from surgical field and replaced. No pt injury.